Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil would not detach during the procedure. The physician retrieved the coil and procedure completed with new coil. There were not any patient symptoms or complications associated with this event. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil found damaged and stretched but still attached to the pushwire. The instant detacher was not returned as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at the proximal end and at several locations found bent at distal end within the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. An in-house instant detacher was then selected for use in detachment testing. The implant coil failed to detach after 3 attempts. During testing, the pushwire was broken distal to the break indicator at the manual detachment location (via hypotube), and the release wire was pulled back. Resistance was encountered, and the release wire subsequently broke and the implant coil failed to detach. Due to the kinks in the distal end of the pushwire, the outer jacket was removed, and the coin was pulled back from the lumen stop without difficulty. The implant coil detached as intended. The instant detacher was not returned; therefore, any contributing factors from these could not be assessed. The intact tack weld re placement (twr) crimps likely led to the failure of the concerto implant coil to detach from the pushwire. It is likely that the bends in the pushwire led to a failure of the release wire from pulling back, and to the subsequent failure of the instant detacher from breaking the tack weld replacement (twr) crimps during the event. It is likely that the pushwire became bent, and the implant coil became damaged and stretched during the customer attempt to move the concerto coil against the reported resistance. All parts of the pushwire which could affect detachment were found to be within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ precautions: ¿it is essential to confirm catheter compatibility with the concerto detachable coil. The outer diameter of the concerto detachable coil should be checked to ensure that the coil will not block the catheter.¿ also, ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the physician tried to detach the coil two times with instant detacher and did not attempted with manual method (breaking hypotube method; an alternative method presented in the instruction for use).